Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous circumflex artery (cx). It is noted the lesion was not predilated. The physician felt significant resistance attempting to cross the lesion with a taxus express2 8.8% 3.50 x 32 mm drug eluting stent, therefore was unable to cross the lesion. Upon removal of the stent it appeared that the struts had flared out. The procedure was successfully completed with another taxus stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."